Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the balloon rupture at 10atm during initial inflation. The device was removed normally, and the procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.